Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for 2nd and 3rd degree burns and had low blood glucose level of 34mg/dl. The customer also indicated that the keypad buttons do not work. No further details

Event description:
On (B)(6) 2016 the customer reported that on (B)(6) 2016 she was hospitalized due to low blood glucose. Her blood glucose at the time of hospital admission was 34 mg/dl. She was wearing the insulin pump at the time of the hospitalization. The customer also mentioned that while in the hospital, she spilled coffee on herself and was sent to a burn hospital for treatment. During the same call, the customer also mentioned that on (B)(6) 2016 she was involved in a car accident while wearing the insulin pump. The customer stated that she blacked out. Her blood glucose and blood pressure were checked and everything was fine. It was found that the blood glucose was not the cause of the accident. The customer was sent to the hospital, where she thinks she lost her insulin pump.